Manufacturer narrative:
(B)(4). The lot was manufactured january 22, 2015 ¿ january 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. This occurred during infusion of 84 ml of calcium folinate and 16 ml of sodium chloride. After two hours of infusion, there was still 77 ml of solution remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.